Event description:
The reported event stated that the md was prepping the spnc device prior to the procedure. As he flushed the catheter, saline came out of a hole or slit near the hub of the catheter and sprayed the tech in the face. A small amount of blood was noticed in the syringe that was being used to flush the catheter. The tech rinsed her eyes. No further complications have been reported. The device in question has not been returned for investigation at this time.